Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) c.tropicalis false positive occurred. A total of two reports were filed across two product numbers. The initial reporter indicated that across these two product numbers, one lot number or type of bottle received treatment for fungal infection, however, they are unsure which one. No additional impact is available. The following information was provided by the initial reporter: bactec 442023, lot number 3102728 molecular false positive. Was the biofire result dual positive (i.e. Two organisms detected)? C.trop , stap.aureus, strep pyogenes, kleb.pneumoniae, staph,epi, enterobacter cloacae. What results were reported to clinicians and was patient treatment affected in response? Yes, one of patient was treated with c.trop. What result did the customer obtain from the bd product? They match the bcid accept the c.tropicalis. 3102728- only one bottle affected. Customer unsure which lot number/ type of bottle got treated as fungal infection.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442023, batch no.: 3102728. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B1: adverse type: adverse event and product problem b2: other details: unknown lot number / type of bottle was treated as fungal infection. B.3. Date of event: 17-aug-2023. B.5. Describe event or problem: it was reported that bd bactec¿ plus aerobic/f culture vials (plastic) c.tropicalis false positive occurred. A total of two reports were filed across two product numbers. The initial reporter indicated that across these two product numbers, one lot number or type of bottle received treatment for fungal infection, however, they are unsure which one. No additional impact is available. The following information was provided by the initial reporter: bactec 442023 lot number 3102728 molecular false positive was the biofire result dual positive (i.e. Two organisms detected)? C.trop , stap.aureus, strep pyogenes, kleb.pneumoniae, staph,epi, enterobacter cloacae what results were reported to clinicians and was patient treatment affected in response? Yes, one of patient was treated with c.trop what result did the customer obtain from the bd product? They match the bcid accept the c.tropicalis. (B)(6)- only one bottle affected. Customer unsure which lot number/ type of bottle got treated as fungal infection. H1: type of reportable events: serious injury.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) c.tropicalis false positive occurred. A total of (B)(4) reports were filed across two product numbers. The initial reporter indicated that across these two product numbers, one lot number or type of bottle received treatment for fungal infection, however, they are unsure which one. No additional impact is available. The following information was provided by the initial reporter: bactec 442023 lot number 3102728 molecular false positive was the biofire result dual positive (i.e. Two organisms detected)? C.trop , stap.aureus, strep pyogenes, kleb.pneumoniae, staph,epi, enterobacter cloacae what results were reported to clinicians and was patient treatment affected in response? Yes, one of patient was treated with c.trop what result did the customer obtain from the bd product? They match the bcid accept the c.tropicalis. (B)(6)- only one bottle affected customer unsure which lot number/ type of bottle got treated as fungal infection.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) c.tropicalis false positive occurred. The following information was provided by the initial reporter: bactec 442023 lot number 3102728 molecular false positive. Was the biofire result dual positive (i.e. Two organisms detected)? C.trop , stap.aureus, strep pyogenes, kleb.pneumoniae, staph,epi, enterobacter cloacae. What results were reported to clinicians and was patient treatment affected in response? Yes, one of patient was treated with c.trop. What result did the customer obtain from the bd product? They match the bcid accept the c.tropicalis.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.